Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing an ipsilateral antegrade approach. The 99% target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. After the 4.5fr x 45cm non bsc sheath was advanced to the popliteal artery and the 0.014x175 non bsc guide wire crossed the target lesion, the 3.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the second inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.